Event description:
It was reported per the expedited quality review (eqr) report: pump was on pt. System error 3(2): bellows can't move to home position. Noisy/abnormal sound from the bellows in correlation with every unstable balloon pumping waveform.

Manufacturer narrative:
(B) (4). Device will not be returned for eval.